Manufacturer narrative:
The hospital director or respiratory and plant services called the solutions center and reported that the device did not provide alarms as appropriate for the deterioration in the patient's condition. A service order was created and a field service engineer (fse) went to the customer site to troubleshoot and resolve the reported issue. While on-site, the fse learned that there was a patient incident resulting in a death. Information provided to the fse indicates that the patient was a do not resuscitate (dnr) patient, and that staff was aware of the patient's status (code) at the time of the reported failure to alarm. The device was not considered to be a contributing factor in this incident. The fse tested the devices (bedside monitor and ECG module) post incident and found them to be performing to specifications. No patient strips from the incident time frame were available. (The patient had been discharged without saving data). The fse retrieved central station log files and forwarded them to andover for review. A review of the junk.dat file data shows that alarms were provided for apnea, v-fib/tach, and asystole during the incident timeframe. The log file data indicates that both visual and audible alarms were being generated. A review of the record manager log shows that recordings were generated for the v-fib/tach and 1 asystole alarms during the incident timeframe. Post incident device testing and a review of the available data shows that the device was operating to specifications. This is not being considered a device malfunction. No further investigation or action is warranted.

Event description:
The hospital director of respiratory and plant services called the solutions center, and reported that the device did not provide alarms, as appropriate for the deterioration in the patient's condition.